Event description:
Healthcare professional reported "exchanged during capsulectomy surgery". Later healthcare professional reported "had capsular contracture previously with tissue expander, now returned with implant aware may return again". Later healthcare professional reported "capsular contracture baker grade 3-4". Patient was prescribed montelukast. This record is for right side. Device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.